Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported high pacing thresholds could not be confirmed in the laboratory. Device functions were normal when tested on the bench and using automated test equipment.

Event description:
The generator and rv lead were explanted due to high pacing thresholds. Both devices were returned for analysis.